Event description:
The caller reported that the flange of the tracheostomy tube separated during patient use. The tube was removed and the patient was re cannulated. The tube is not available and the lot number is unknown.